Manufacturer narrative:
The tech shipped the account a replacement siderail to resolve this issue. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.

Event description:
The account alleges that the siderail will not function, due to a broken weld, resulting in an inability of the siderail to latch.